Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- type of investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 section event site name, the full event site name is, (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during use, the cs100 intra aortic balloon pump made too loud noises. The hospital department staff immediately replaced the equipment with a spare one and continued to treat the patient. No personel injury occured.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 section, the event site telephone is (B)(6). Corrected fields: e1-event site telephone updated fields: b4, d9, e1-initial reporter name, e2, e3, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) stated that maintenance not started yet, waiting for accessories. No other information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) stated that valve group was found to be leaking and needed to be replaced. A drive valve group was replaced and the equipment function returned to normal. All functional tests were carried out according to the factory requirements. The test results were all qualified and delivered to the customer for use.